Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was rising (352 mg/dl) despite delivering a bolus. The cause was not known. During a pump system check, air bubbles were observed. Reportedly, the customer changed the cartridge and infusion set.